Event description:
The account alleged that the head section of the bed will not go up.

Manufacturer narrative:
The account found the head up valve was sticking in the closed position. The account replaced the head up valve to repair the bed.